Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd cathena¿ safety IV catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: today we had a 22g angiocath that the safety did not engage. The nurse was handing me the IV and when she removed it the needle came out and the actual angiocath was still in the package. The safety did not engage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: today we had a 22g angiocath that the safety did not engage. The nurse was handing me the IV and when she removed it the needle came out and the actual angiocath was still in the package. The safety did not engage.